Manufacturer narrative:
Product event summary: the device was returned and analyzed. The fixation was fractured (in-vivo). A preliminary inspection of (B)(6) was completed using light microscopy. By means of comparison to other former analyses completed on explanted micra devices exhibiting fractured tines, it was determined that the fracture surface is consistent with cyclic overload/fatigue fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: a broken tine as a possible explanation for rise in pacing threshold in a leadless pacemaker. Heart rhythm case reports 2023;1¿3. Doi: 10.1016/j.hrcr.2023.05.017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding this leadless implantable pulse generator (ipg). The authors described a patient implanted with a leadless ipg and the threshold began to rise approximately two weeks post implant and the patient had failure of atrioventricular (av) synchrony at elevated heart rates. Subsequently, at two months, the threshold increased further and the projected longevity on the device was less than one year. The decision was made to revise the system. At the time of device revision, the threshold had increased to high levels. It was noted at the time that the device did exhibit an unusual movement, but clearly remained fixated at the right ventricular mid septum. The device was ensnared and extracted. During extraction, it was noted that one of the tines appeared to be separated from the device. Fluoroscopic visualization revealed that the same tine was left in place in the right ventricular mid septum. Device inspection revealed that a tine was missing from the device and there was no visible myocardial or fibrous tissue on the explanted device. The device was explanted and replaced. No adverse patient effects or additional product performance issues were reported.